Event description:
The customer reported an issue where the insulin gauge displayed an amount different from what was expected earlier in the day, but at the time of the call, the pump was functioning correctly. There was no adverse impact to the customer's blood glucose level. To resolve the discrepancy, which was more than 30 units, the customer loaded a new cartridge. Technical support instructed the customer to call back for further troubleshooting if the issue recurs, and the customer requested an email with links to cartridge load resources.